Manufacturer narrative:
One device was received. Visual inspection: heater failed the electrical test, noisy pump, cracked tank cover, and the float switch leaked. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The safety/electrical test alarmed indicating test failure because of a component in the device, confirming the complaint. A root cause was a faulty heater however it is unknown what caused the failure. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions: replaced the heater. Replaced the float switch, pump, tank cover, and heater. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
It was reported that the warmer was setting off lead isolation. No report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.